Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Deposits and stains in the hole of the femur block; the pin can not be introduced; the hole is blocked.